Event description:
It was reported that during testing conducted by a manufacturer field service technician, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was received by the manufacturer, and the complaint was confirmed. Based on the quality investigation, debris was discovered within the bearings. The presence of foreign debris can lead to increased friction between rotating components, resulting in heat being generated. Improper or inadequate cleaning/sterilization techniques can contribute to the buildup of foreign material within this device. The drill attachment could not be repaired, and therefore was not returned to the user facility.